Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the transmitter was not connecting to the insulin pump. The customer was getting no sensor signal, signal lost, possible signal lost, and sensor signal not found error message. Customer stated that the sensor did not connect. Customer tried twice but the issue was not resolved. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will be returned for analysis.